Manufacturer narrative:
Image review: four fluoroscopic media files were provided for review of the event description. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection was performed and a misload was identified by crown overlap reaching node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the valve. Do not use the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, a misload was not reported and the valve was used for the procedure. As noted in the IFU, adequate pre-implant dilatation can help minimize the need for post-dilatation and may reduce the risk of valve infolding. Pre-implant dilatation is specifically recommended before implanting the valve in cases of moderate to severe calcification, bicuspid anatomy, or when using a 34 mm valve. The event refers to the implantation of a 34mm valve, but there are no records that a pre-implant balloon aortic valvuloplasty was performed prior to the valve implantation. During the first deployment attempt, an infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. It was reported that the infolded valve was not implanted and a new valve was loaded confirming a good load. The new valve was then implanted, and no further issues were reported. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the infold was first noticed during the first deployment attempt. The valve was recaptured once soon after the infold was observed. The system was then withdrawn from the patient. Per the physician, moderate calcification on the native valve leaflets contributed to the infold, in result, conservative pre-implant dilatation was performed with a 22 mm balloon.

Manufacturer narrative:
Updated data d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in four bags in a specimen jar in a clear, unknown solution. The valve exhibited discoloration consistent with blood contact. All leaflets are intact. All leaflets were in a closed position. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The valve was submerged in a warm (approximately 37 °c) saline bath to expand the frame. The valve was placed in a cold saline bath to perform a deployment simulation as per the instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets. The capsule was advanced, covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no in-fold was noted during this step of the loading process. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximately 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No infolds were noted during the deployment simulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop34 (lot: 0012829986); product type: 0195-heart valves; implant date: n/a; explant date: n/a; product ID: l-evprop34 (lot: 0012710782); product type: 0195-heart valves; implant date: n/a; explant date: n/a; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, prior to insertion, a fluoroscopy check was performed, and an overlap was seen to end before the fourth node, so the procedure was continued. During deployment, an infold was observed. Subsequently, the valve was recaptured and removed from the patient. A new valve, delivery catheter system, and loading system were opened, and the new valve was loaded. The procedure was successfully completed using the new valve. No patient complications have been reported as a result of this event.